Event description:
It was reported that during a lap colectomy procedure, the jaws locked and would not open. They opened another device and completed the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.